Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 109 mg/dl. Additionally, it was reported the pump software did not suspend insulin delivery. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the control iq allegation, but no response was received. Reportedly, customer continued to use the pump for insulin therapy.